Manufacturer narrative:
Report originally submitted with cfn# (B)(4); the correct cfn# is (B)(4).

Event description:
It was reported to philips that the device won't power on. This device had been shorted somehow and melted the case. A philips repair bench technician evaluated the device and confirmed the issue. The damage was so extensive that the technician was not able to determine the initial cause of the failure. Multiple parts were burned and required replacement. The repair bench technician replaced multiple parts including: hif pca, printer pca, inverter pca, power supply assembly, printer assembly, display assembly, front case, rear case, ECG module, therapy cap tray, fan assembly, printer cable, processor to therapy cable, hif cable, inverter cable, battery power cable, battery data cable, display cable, 50 ohm resistor, internal resistor, insulator, stand offs, name plate, silicone gasket, rear I/o, lan cable, power supply cable, speaker assembly, battery pca, therapy pca, defib cap, label set, therapy port, processor pca. The device passed all performance assurance tests and was returned to the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined. If additional information becomes available, this complaint will be re-opened.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device won't power on. This device had been shorted somehow and melted the case. A philips repair bench technician evaluated the device and confirmed the issue. The damage was so extensive that the technician was not able to determine the initial cause of the failure. Multiple parts were burned and required replacement. The repair bench technician replaced multiple parts including: hif pca, printer pca, inverter pca, power supply assembly, printer assembly, display assembly, front case, rear case, ECG module, therapy cap tray, fan assembly, printer cable, processor to therapy cable, hif cable, inverter cable, battery power cable, battery data cable, display cable, 50 ohm resistor, internal resistor, insulator, stand offs, name plate, silicone gasket, rear I/o, lan cable, power supply cable, speaker assembly, battery pca, therapy pca, defib cap, label set, therapy port, processor pca. The device passed all performance assurance tests and was returned to the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined. If additional information becomes available, this complaint will be re-opened.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device won't power on. There was no reported patient or user involvement and no adverse patient/user impact.